Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative bhcg results generated by the access 2 instrument for one patient sample that did not match the qualitative testing performed on the patient. The sample from this patient was tested for bhcg several times, and both, positive and negative results were generated. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects bhcg samples in glass bd serum tubes without a gel separator, and centrifuges specimens at 3,000 rpm for ten minutes. The sample was normal in appearance. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse checked and cleaned the wash and precision valves. The fse rebuilt the precision pump and replaced parts. The fse performed a diagnostic, precision and qc testing; all results were within specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.